Event description:
The customer reported that while reprocessing his olympus maintenance unit, he discovered that the cover of the power switch was broken. There was no patient involvement during this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The power switch at the front of the unit was damaged with the protective cover broken off, exposing the internal components. There were several other forms of wear and tear noted throughout the device. Those include but are not limited to rust, weak suction, and poor air pressure. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
E2, e3: information has been requested but unknown at this time. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it can be confirmed that the front power switch was damaged, exposing the internal components; however, the root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.